Event description:
Boston scientific received information that this pacemaker exhibited high rate pacing with minute ventilation programmed on while the patient was connected to the bedside monitor in hospital a day after implant. Atrial pacing percentage was in the mid 80% and ventricular pacing percentage was 72%. The histograms showed 50% of pacing at a rate of around 110 beats per minute (bpm). It was thought that there was just some low amplitude pulse picked up by the device from monitor. Minute ventilation was turned off to resolve this issue and the patient was not symptomatic. However, the patient was being monitored and going to spend another day or two the in hospital. Technical services discussed device behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.